Event description:
Meter set to mg/dl and interpreted as mmol/l. Reported by pharmacist and details provided by family member of pt. Pt diagnosed in 4/02 iddm and insulin regime began the following day. The next day pt and the second family member purchased an one touch ultra kit at dr's recommendation. Pt phoned their meter results daily to the dr. Because they were elevated, he increased pt's insulin dosage slowly, every second day. Dr kept raising pt's dosage to as high as 10 units of novorapid before breakfast, lunch and dinner and 15 units of nph. Pt eats three meals a day plus a snack before bedtime. 11 days later, while at the hosp to visit a dietician pt became lethargic with numbness. Unknown if pt was treated. Had eaten 2 hrs earlier. The dietician ran a control solution test and noted the meter was set to mg/dl. The pt and family members had not known that two units of measure existed. Pt did not compare the meter against the lab or another glucose measurement and had never run control. Immediately the units were changed and a test done on the meter of 3.2 mmol. The dietician demonstrated the device. "If pt and family member hadn't gone to the diabetes center, pt would still be taking too much insulin". The dietician "was unable to give a right diet" at this first meeting based upon the interpretation of the readings in the logbook. Pt reportedly began experiencing reactions at the end of the first week pt started their treatment, less than two hours after eating and several reactions around 3am. The results during the reactions around 60 mg/dl interpreted as 6.0 mmol. Pt was constantly irritable, lethargic and depressed. During pt's reactions their "heart was pounding out of their chest and their hands and legs were shaky". Results of 430 were interpreted as "43.0 mmol/l" and 190 as 19.0 mmol/l. Until new instructions were given by the dr. The first family member instructed pt to reduce the insulin to 12 units of novorapid and 15 of nph. He called same evening and reduced it to 8 units of novorapid and 12 of nph. The following day pt had a severe insulin reaction per the first family member. Pt tested on their meter. Result 2.8 mmol. Symptoms of headache, nausea, shaking, heart pounding, numbness in their tongue and face. Dr requested the first family member to admit pt to the hospital for 2-3 days for monitoring. The pt refused. Pt treated their reaction with food only. Following day dr reduced novorapid to 7 units. Pt experienced mild reactions weeks after that, however less frequently. 11 days later, dr lowered novorapid to 6 units and possibly nph. Dr authorized pt to move their insulin in the event pt noticed a pattern in their blood glucose level over a couple of days. The first family member said when pt and the second family member went to the pharmacy to purchase the meter, they were "in a very emotional state" and there were allegedly" no instructions from the pharmacist. "Pt's energy level going up". No further info has been reported.